Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter in law reported that she kept giving herself insulin and her blood glucose level continued to go up. Her blood glucose level went up to about 400 mg/dl. The customer ended up taking an injection. At night her blood glucose level dropped to around 40 mg/dl. The customer treated her low blood glucose levels with food. The device was not returned.